Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was left behind in patient's body upon removal of the sensor. Patient reported that she was able to remove the wire and did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.